Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her sensor glucose level and blood glucose level were different. Customer's sensor glucose level was around 250 mg/dl and her blood glucose level was around 350 mg/dl. During troubleshooting, customer mentioned her recent blood glucose level was 42 mg/dl and her sensor glucose level was 135 mg/dl. Customer will not be returning the device for analysis.